Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify when the suture was cut: while in the packaging, during dispensing, during use in the patient. Can you confirm if 6 sutures presented the issue during the procedure?

Event description:
It was reported that during unknown procedure on unknown date suture was used. The suture was cut. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #:(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.